Event description:
It was reported that pump experienced malfunction alarm with code displayed and caller had not noticed any events before issue occurred. There was no adverse impact to the customer's blood glucose level. Customer contacted technical support, performed pump reset with guidance, did not experience repeat malfunction, was advised to continue using pump, and was instructed to call back if issue occurred again.